Manufacturer narrative:
The lot number was requested from the initial reporter. A follow up report will be submitted upon receipt of this information.

Event description:
The clinician reported that almost 4 months after the dental implant was placed in ada site 26 in the patient's mouth, the implant did not achieve osseointegration. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
This MDR follow-up report was written because the lot number was received.

Event description:
The clinician reported that almost 4 months after the dental implant was placed in ada site 26 in the patient's mouth, the implant did not achieve osseointegration. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.